Event description:
The customer reported that a protovar powder mixed with forteini water was used at 40mls feed rate 400ml vtbd was started for night feed. The line was primed and feeding started for about 10 mins when the dad noticed air in the line. The feeding kit 1000ml leaves air into the giving set. It was spotted before bed, so it was changed immediately. There was no injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Section e1 initial reporter email address: (B)(6).

Manufacturer narrative:
The device history record was reviewed and showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One used and contaminated sample was received at the manufacturing site. No functional testing could be completed as the sample was contaminated with food. However, a visual inspection was completed on the physical sample and photos provided by the customer and the reported condition was confirmed; there was a presence of air in line gaps. A corrective and preventative action has been initiated to further investigate and address the reported condition.